Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10

Event description:
It was reported that the customer was unable to aspirate/draw up medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported syringes would not draw insulin. Additional information received: 1. Description of issue: customer reported they had 2 syringes that would not let them draw insulin into it. 2. Number of occurrences: 2 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number o choose one: ¿ 3 ml syringe ¿ 309657 5. Product lot number: customer provided lot # of cartridge box. M220644 (box) 6. For bd product only, are samples available for investigation? O no. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). PMA / 510(k)#: k980987 (if (B)(4)) k151766 (if (B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the customer was unable to aspirate/draw up medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported syringes would not draw insulin. Additional information received: description of issue: customer reported they had 2 syringes that would not let them draw insulin into it. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number choose one: 3 ml syringe ¿ 309657. Product lot number: customer provided lot # of cartridge box. M220644 (box). For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.